Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch catheter and during ablation the patient experienced pericardial effusion that required pericardiocentesis. The physician noticed the effusion on ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis and the fluid was drained. The patient was reported to be in stable condition. The physician's opinion on the cause of the adverse event was the procedure. Transseptal puncture was performed. There was evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The patient improved but required prolonged hospitalization in the ICU for monitoring.

Manufacturer narrative:
Per internal review on 17-may-2024, it was determined that the h6 health effect - impact code mistakenly omitted "hospitalization or prolonged hospitalization (f08). The prolonged hospitalization was already reported in the b5 of the initial report but the code was absent. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 14-jun-2024, it was discovered that the product details in section d were mistakenly omitted. On 22-may-2024, bwi received additional information indicating that the complaint device is thermocool® smart touch® sf bi-directional navigation catheter. The lot is unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).